Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/24/2023, it was reported by a sales representative via phone that (qty. 2) of an ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm broke in half when going through the femur. The case was completed using a metal screw instead, and a 12-15 reported delay in the procedure from removing all fragments from the patient. There was no additional anesthesia administered. This was discovered during an acl reconstruction procedure on 10/24/2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.